Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter was used during a dilatation procedure on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon was inflated to 15mm (3atm), 16.5mm (4.5atm), and 18mm (6atm) in the pyloric part. At 6atm, the balloon burst. No pieces of the balloon detached inside the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): investigation results a visual examination of the returned complaint device revealed that the balloon was torn longitudinally. No other defects were found. The condition of the returned device was consistent with the complaint that the balloon burst. The most probable root cause is operational context; this failure occurs when procedural factors encountered limit the performance of the device (e.g. The balloon comes in contact with sharp exterior sources).